Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipeline was returned for evaluation. The pipeline was not attached to the delivery wire and was found to be opened with damaged braid. Based on the findings, the customer's report that ¿the distal segment of pipeline appear to open slowly¿ could not be confirmed. The cause for the experience reported could not be determined as the pipeline was found to be released from the protective coil and was fully opened with damaged braid. It is likely that the damaged braid may have contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (5mm x 30mm) released successfully released from the capture coil, but the distal segment of the pipeline was appearing to open slowly. Normal attempts were made to manipulate the pipeline open, but without success. It was decided by the treating physician to remove the pipeline and it was removed without incident. The procedure was completed by successfully implanting two pipelines. The patient was fine and discharged. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. (B)(4).